Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the medication orders were not crossing over from the electronic medical record (emr) to pyxis the customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist dialed into both the app production and cce production environments. The cce system had an uptime of 7 days, with numerous pending windows updates. The app system had an uptime of 2 hours, indicating it had been restarted recently. To address communication issues, the specialist restarted the cce services. The station was placed in manual critical override mode. Subsequently, the cce system was rebooted, and functionality was tested and validated. The system functioned as intended after the technical support specialist troubleshot the device.